Event description:
It was reported that the cine function was not working. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge svc rep performed an investigation. The cine bridge pcb was evaluated and replaced. The cine drive was reformatted. The sys was tested and found to be working as interned and returned to service.